Event description:
It was reported that the pump failed volume testing. The measured values were 21.39 ml, 21.46 ml, and 21.61 ml. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and downstream occlusion (dso) seal peeling. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the device failed three accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.